Event description:
It was reported that the implantable cardiac monitor (icm) exhibited a device reset when interrogated during the device preparation. The icm was not used and there were no patient involvement.

Manufacturer narrative:
Reported event of inappropriate or unexpected reset was confirmed. Interrogation of the device revealed a device reset occurred upon receipt. Analysis of the device image revealed that the alert occurred due to reset error. The device was restored by reloading product code. Reset error was reproduced at cold temperature consistent with an integrated circuit anomaly. The device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.